Manufacturer narrative:
The anesthesia system was investigated on-site by our field service engineer. No fault was reproduced. The patient cassette and cable connections were inspected without any deviations noticed. The system was handed over to the customer for a continuously observation of the device. The day after it was reported that the alarms for patient cassette disconnected had been generated again. The pc1918 expiratory channel connector pcb was replaced. The expiratory channel connector pcb is the connection pcb between the patient cassette and the expiratory channel pcb. A failure of this pcb may lead to that the expiratory flow measuring is failing. No further issues have been reported after replacement of this pcb. Evaluation of the received device logs confirm that the system checkout performed prior to the event was successful. Two system checkout performed after the event failed due to that no docked patient cassette was detected. Then the following system checkout was successful. The logs show that the patient cassette was replaced in between the failing and successful system checkout and that technical error in patient cassette eeprom read/write error had been generated. The alarms for patient cassette disconnected and leakage can be confirmed in the logs before, on and after the reported date of event. Alarms for high airway pressure can also be noticed in the logs. The conclusion is that the cause of the reported failure was the expiratory channel connector pcb.

Event description:
It was reported that during treatment with the anesthesia workstation alarms for patient cassette disconnected and leakage were generated. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The system was investigated on-site by our field service engineer. The expiratory channel connector pcb was replaced and no further issues have been reported after replacement of this pcb. The pcb was not returned for investigation. The expiratory channel connector pcb is the connection pcb between the patient cassette and the expiratory channel pcb. A failure of this pcb may lead to a failure of the expiratory flow measuring. Evaluation of the received device logs confirm that the system checkout performed prior to the event was successful. Two system checkouts performed after the event failed due to no docked patient cassette was detected, then the third system checkout was successful. The logs also show that the patient cassette was replaced in between the failing and successful system checkout and that technical error in patient cassette eeprom read/write error had been generated on prior dates. The alarms for patient cassette disconnected and leakage can be confirmed in the logs prior to, during and after the reported date of event. Alarms for high airway pressure can also be noticed in the logs but it is unclear if they are related to the patient cassette disconnected alarms. The conclusion is that the cause of the reported failure was the expiratory channel connector pcb.

Event description:
Manufacturer's reference #: (B)(4).